Event description:
A us distributor returned monitor sn (B)(4) indicating that the monitor was unable to communicate with an electrode belt.

Manufacturer narrative:
Device evaluation summary. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to communicate with an electrode belt) has been confirmed. Upon evaluation, there was corrosion on the j2005 connector on the auxiliary board. The cause of the inability to power on is the corrosion. The root cause of the corrosion is liquid ingress of an unk contaminant. No adverse event resulted from the damaged monitor.